Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead the multi-function cable was returned and the customer's report was not replicated or confirmed. The multi-function cable was put through extensive testing including visual inspection, functionality testing and continuity testing without duplicating the report. No data files were available for review as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.